Event description:
Additional information was received from a health care provider (hcp). It was reported that the implantable neurostimulator (ins) was replaced due to normal depletion and the reported issues were resolved following replacement.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient's implantable neurostimulator (ins) depleted yesterday; the patient confirmed seeing an end of service (eos) screen. When the ins depleted, the patient reported experiencing a loss of stimulation, a sudden return of symptoms, and shaking. The patient expressed interest in receiving a rechargeable device next time as the ins only lasted for a little over a year; the battery depleted early. The battery was replaced with a rechargeable ins on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.